Event description:
It was reported that the pt experienced headache, nausea, somnolence, weakness and increased pain. Other times there is a feeling of euphoria. Symptoms have progressed over several months. X-ray results ((B) (6) 2009) revealed, the catheter was intact. Dose adjustments were made ((B) (6) 2009); pt's symptoms did not resolve. It was stated that there were 'significant increased residual volume in pump reservoir noticed at pump refills over last yr with increased pt symptoms'. The device was explanted and replaced; during the procedure, the hcp had difficulty aspirating the catheter. There was some revision (unspecified). Pt recovered without sequela. The drug in the device was reported to be sufentanil (200 mcg/ml concentration).

Manufacturer narrative:
(B) (4).